Event description:
Caller states there was a leak on the outside of the pilot balloon. Caller states it could not maintain the inflated cuff. Caller states trach was being used on a patient and the trach was removed and patient was re-intubated with a replacement tube.

Manufacturer narrative:
Sample investigation in progress.